Manufacturer narrative:
Evaluation results: related to operational context - possibility of torquing. Deformation problem. Evaluation conclusion: operational context contributed to event - possibility of torquing. (B)(4).

Event description:
Event description: physician was attempting to treat a lesion using complete se device and while advancing the device, noted that the stent was partially deployed in the sheath. Physician removed the device. There was no injury to patient. The packaging of the device was intact and undamaged prior to opening. The device was inspected on removal from packaging with no issues noted. There was no gap noticeable between the retractable sheath and the tip when the device was removed the packaging. The red clip was in the correct position when the exposed stent was noted. Evaluation summary: the first five distal stent segments had prematurely deployed. The red safety tab was present on the device.